Manufacturer narrative:
Based on the provided analyzer alarm trace, it was determined there was a problem with abnormal aspiration of the sample probe. This issue was resolved by the replacement of the valve during the service visit.

Manufacturer narrative:
Na

Event description:
The customer experienced an issue with imprecision for immunoglobulin a (iga), immunoglobulin g (igg), and immunoglobulin m (igm) since (B)(6) 2015. The customer pulled random samples and repeated them on another cobas c502 analyzer. Of the data provided for two patient samples, only the igm results for one patient sample were discrepant and reported outside the laboratory. Igm initial result was 411 mg/dl and was reported outside the laboratory. The repeat result on another cobas c502 analyzer was 66 mg/dl. The repeat result on the original analyzer was 58 mg/dl. This result was believed to be correct and an amended report was issued. There was no adverse event to the customer's knowledge. The reagent lot number was 61403601 with an expiration date of 02/28/2017. The field service representative replaced valves and the customer ran calibration and qc with results within the specified limit.